Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) level ranging from 48-49 mg/dl. Reportedly, the customer miscalculated the amount of carbohydrates consumed and requested a larger bolus than needed. Customer disconnected from the pump and consumed honey to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.